Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at luer connection (B)(6) 2025. After performing an indwelling needle puncture on a child, the nurse twisted down the indwelling needle heparin cap to replace it with a positive pressure connector for therapeutic purposes, and after closing the indwelling needle live clip, blood continued to flow from the indwelling needle connector with the heparin cap twisted down. Additional information from the report source (adr): after the live clamp was closed, the patient's blood flowed back out of the hose. The blood flow cannot be blocked after the indwelling needle is clamped. Immediately press the blood vessel above the puncture point of the indwelling needle to stop further blood outflow, clean up the spilled blood, and after disinfection, replace the heparin cap with a positive pressure connector and continue to use it to treat the child.

Manufacturer narrative:
1. DHR/bhr review (lot#4016769): 1) the products of this batch were assembled at intima ii auto line 4 in mar 2024, and packaged at r240 package line in mar 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo, no defective sample. The photo show that the sample is a specification of 24g, there is a small amount of blood at the luer junction of the needle-free connector and the pp connector. 3. The retained sample of this batch is taken for leakage test, the leakage test is qualified, and the test in accordance with product specifications, no leakage was found. 4. Possible causes: 1) when replace maxzero, malocclusion occurs, i.e. The luer of the maxzero is not occluded correctly with the luer of the pp connector. 2) when replace maxzero, the torque is too small to meet the requirements of production (minimum torque 2.0 n.cm). 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for further examination and the specific location and abnormal state of the leak cannot be identified, the root cause of the leak cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.